Event description:
It was reported that the customer was hospitalized for dka. It was stated that the cause of event was unknown. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests.